Event description:
It was initially reported by the physician that the pt was referred for vns replacement due to lead discontinuity. Diagnostics results continuously showed high lead impedance. Clinic notes stated that since pt's last visit on (B)(6) 2010, pt has had ongoing seizures, but they are within acceptable range. No pt manipulation or trauma was reported. Additional info received stated that the pt underwent a full revision surgery. Good faith attempts to obtain additional info and explanted products for analysis has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.